Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed sparks while using the maryland bipolar forceps instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes for dissecting tissue then arcing occurred around the plastic part of the tip. No damage noted on the instrument and accessory after spark. The settings used on the generator was 3 for cutting and 3 for coagulation. Erbe was used with bipolar energy. The monopolar cord was not connected to a bipolar instrument. The customer confirmed that no fragment fell inside of the patient. The patient had no injury or harm. The instrument tips did not collide with any other instrument or tool and the instrument tip(s) was not in contact with tissue when the arcing event occurred. Additionally, the instrument tip(s) did not touch any staples, clips or sutures while energized. The instrument was not removed at any time prior to arcing. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage at the yaw pulley. Black char marks were observed at the grip base. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley. The electrical continuity test passed and there was no insulation damage observed to the conductor wire.